Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an alarm indicating an internal battery charging issue was observed. The device's internal battery was recharged to address the issue.